Manufacturer narrative:
Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level resulting in a seizure; value was not provided. Low bg cause was due to settings being entered incorrectly. Customer received assistance and was disconnected from the pump and provided with syrup to address low bg. Reportedly, settings adjustments were made to resolve the issue.